Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing became disconnect at the hub at night time while sleeping and this issue occurred three times, twice last week of this report. The patient's blood glucose level was high and self-treated it with a pump put a new one. The location of detachment was at quick release. The site was at the lower abdomen and the pump was in her sports bra at night time. Reportedly, the infusions were stored in a box in coat closet. The patient was unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.